Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl. The customer's current blood glucose level is 221 mg/dl. The customer¿s mother also states that the customer¿s other blood glucose was 113 mg/dl and 40 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with juice with crackers and connected to the intravenous insulin for low blood glucose level. The customer was wearing the insulin pump during the hospitalization. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Based on customer report customer did allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and not occluded. (Did not continue dripping insulin after test).